Event description:
In 2009, the patient reported that her insulin infusion device "is not working correctly." She stated one night, it said it gave her 80 units, but she did not get 80 units. She stated her blood glucose has been erratic and her device has been "acting weird" for a couple of weeks. The patient is blind and stated when she programs a bolus she sometimes does not hear any confirmations. She said that as a result a couple of weeks ago, she had a reading of 400 mg/dl. Symptoms were not feeling well and she corrected her reading by taking insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.